Event description:
During an atrioventricular canal defect repair on an infant, an arterial line was placed during surgery. Following the procedure the patient was noted to have a crack in the rv line at the connection port and it was leaking. This presented a risk for air to reach the patient. The leak was discovered and corrected and the patient was not harmed.